Event description:
It was reported by service report that the fowler would not hold weight and that the left side rail would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.